Manufacturer narrative:
In 2007. Continuity test showed open coils on both the svc and rv one day post-implant. The analysis on this device is pending.

Event description:
After one day post-implant, the continuity test showed open coils on both svc and rv. It was reported that during re-intervention, the screw on this header was checked numerous times and was normal. The physician chose to explant the whole system.